Manufacturer narrative:
This is 2 of 14 reports. The subject device is not available.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between (B)(6) 2015 and (B)(6) 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that two patients experienced transient neurological deficit (mild symptoms) recovered within 4 days.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that two patients experienced transient neurological deficit (mild symptoms) recovered within 4 days.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available, an assignable cause of anticipated procedural complication will be assigned to the reported: ¿stroke and transient neurological deficit are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu).